Event description:
It was reported that when attempting to deploy the subject occluder within the left atrium, it failed to expand into the appropriate shape. Upon retracting the device outside the body to check its deployment, it was observed that the la disc had deployed in an inverted shape. The use of the subject device was discontinued. It was replaced with a new occluder and delivery sheath, and the procedure was subsequently completed without further issues.

Manufacturer narrative:
The review of the batch record and inspection protocols of the reported device revealed no deviation. All qc criteria were within specification according to the batch record. The final inspection of the reported device and its procedure pack revealed no deviations and the environmental conditions during storage were within the limits. As reported by the customer the failure in shape development occurred during the device preparation. The visual and functional investigation of the returned device confirmed the shape development failure. A manufacturing-related failure could be identified as root cause for the reported event. A1 - a4 is unknown.